Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-oct-2025 the reporter stated that in mar-2025 the user experienced hypoglycemia with blood glucose (bg) of 26 mg/dl while in a classroom setting. A caregiver contacted emergency medical services, and responders measured bg at 26 mg/dl and administered treatment, after which bg returned to normal range. The user was not transported to the hospital and recovered at the scene. No long-term health effects were reported.